Event description:
It was reported that the threshold on the right ventricular [rv] lead was high. Also reported was that during the replacement procedure, the helix of the rv lead did not extend or retract. The lead was removed and replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.